Event description:
After stent deployment, the stent delivery system (sds) and guide wire were removed as a single unit because they were frozen together. There was also an issue with deflation of the sds. After the sds was removed from the patient, the balloon was noted to still be partially inflated. Reportedly, there was no patient injury.